Manufacturer narrative:
H3: the evaluation noted that revision reported was likely the result of slight rotational mismatch between the femoral and tibial components (femoral component externally rotated and/or tibial components internally rotated) and third body wear, which resulted in wear on the polyethylene tibial insert. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, this (B)(6) y/o male patient had a revision for a removal of the poly showed erosion of posterior lip. Patient had worn poly exchanged for a new poly. Patient was last known to be in stable condition following the event. The device will be returned.